Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the patients follow-up visit in the clinic, the patient who had a 21mm trifecta¿ gt valve implanted (B)(6) 2017 had been complaining of having difficulty getting out of the car. During a follow-up visit to the clinic, it was discovered that the patient had developed "abrupt severe aortic regurgitation" and the next day, on (B)(6) 2021 the patient underwent an emergent aortic valve replacement and explant of their 21 mm trifecta¿ gt valve. Upon explant it was reported that a leaflet tear was observed on the valves base. The patient did remain stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
Explant due to abrupt severe aortic regurgitation was reported. The investigation found that leaflets 2 and 3 were torn. There was fibrous pannus ingrowth on the inflow surface of leaflet 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of tear could not be conclusively determined. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, degenerative changes were present at the tear site, which could have contributed to the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.